Manufacturer narrative:
Additional information: b5, e1, e2, e3, and h6.

Event description:
Additional information received indicating that oversensing was noted on the right ventricular (rv) lead. The previously reported insulation fracture on the rv lead was the suspected cause of the event; however, x-ray imaging was conducted but the alleged cause could not be confirmed.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, lead fracture was noted on the right ventricular (rv) lead. No intervention has been conducted at this time. The patient was stable with no consequences.